Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # v887374, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the caller reports telemetry issues. The caller was with the patient and trying to interrogate stimulator with clinician programmer and getting telemetry failure message. Caller also states they cannot interrogate stimulator using patient programmer. Caller states they are in room where they typically interrogate devices and were not near emi (electromagnetic interference). The caller tried to use patient programmer with and without the antenna and caller could not get telemetry. The caller was offered to run longevity calculation and caller states they do not have patient settings as patient hasn't been seen for interstim since (B)(6) 2012. The patient told caller it has been awhile since they felt stimulation. Asked for event date and caller states it sounds like it has been "several months" but the patient was not a good historian. The patient reports return of symptoms (urgency, frequency, and leakage). The patient states symptom return started after there last appointment at the clinic in (B)(6) 2013.